Manufacturer narrative:
Initial.

Event description:
It was reported that the charger was not charging and the indicator light was off. Customer care provided troubleshooting and education and a replacement was initiated. Symptoms included no clinical effects. Outcomes included no impact to health. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional power/charging component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the charger.